Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine generator changeout the right ventricular (rv) lead was damaged and not usable. Prior to opening the pocket the rv coil impedance was within normal limits but after connecting to the new generator the rv coil impedance was greater than 200 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis indicated that the interior rv (right ventricular) defibrillation cable was extrinsically cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.